Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer¿s representative (rep) on 2019-apr-24. It was reported that the symptoms included foot discomfort. The information was confirmed with the physician/account. There were no further complications reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018 product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 15-may-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving gablofen 2000 mcg/m l; 845 mcg/day via an implantable pump. Indication for use was intractable spasticity. The date of the event was (B)(6) 2019. It was reported the patient was needing more tone in their foot. No environmental/external/patient factors may have led or contributed to th e issue. No diagnostics or troubleshooting was performed. A catheter revision was performed. The catheter was moved from thoracic 10 to thoracic 11. The catheter was pulled down to thoracic 11 and re -anchored. The issue was resolved. Patient status was alive - no injury. Patient weight and medical history were unknown. No further complications were reported.